Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info currently provided. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. Zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that the pt underwent hip replacement surgery on (B)(6) 2006. Revision surgery was performed on (B)(6) 2011 during which a pseudotumor and no bony ingrowth was observed.